Manufacturer narrative:
(B)(4). The other proglide device is being filed under a separate medwatch MFR report number. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The failure to deploy was not confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the difficulty deploying the suture; however additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using two proglide devices with a 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, with both proglide devices the sutures came out with the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.